Event description:
It was reported that the handpiece continued to run on its own during a surgical procedure. The case was completed successfully with another device. There was no procedural delay. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
Based on the investigation details, the likely cause was due to the trigger magnet that fell out of the trigger. When this occurs the magnet can attach itself to the ebox motor controller and effective cause a run-on condition.